Event description:
According to the reporter, the dlu was empty. There was tissue damage and the surgical time was extended by about 30 minutes. This report was just reported. The event occurred in 2006. Procedure: unk.